Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of acl reconstruction, noted the device was broken off (as the photo shows), removed all the broken parts. No additional information could be provided. A photo of the device was received initially then the complaint sample was sent for evaluation. Both were evaluated and the findings are as follows: upon visual inspection of the photo, the sheath anchor was broken, and blood residues were identified. Based on the visual inspection of the photo, this complaint can be confirmed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. There were no details provided as to when this failure has occurred; therefore, a definite root cause for this failure cannot be determined. The possible root cause can be attributed when not using a tap or guide wire, as there may not have been enough space for the screw to function properly. It is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. However, it cannot be conclusively affirmed. Visual observation of the complaint sample revealed that the anchor was completely broken, and blood residues were identified. Therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 7l32209, and no nonconformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. The possible root cause can be attributed when not using a tap or guide wire, as there may not have been enough space for the screw to function properly. It is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. However, it cannot be conclusively affirmed. As per IFU, failure to insert the screw along the tunnel axis may result in device damage. Guidewire use is recommended. Place the tibial sheath on the appropriate diameter sheath inserter and, with tension on the graft strands, advance the tibial sheath through the tie tensioner. Failure to use the guidewire may result in the tibial tapered screw diverging through the tibial sheath. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the biointrafix tbial sh lrg 30mm device was broken off. All the broken parts were removed. Another like device was used to complete the surgery. There were no adverse patient consequences nor surgical delay reported. No additional information could be provided.